Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was selected for use. However, during preparation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang balloon catheter was selected for use. However, during preparation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the balloon ruptured during first inflation at less working pressure.